Manufacturer narrative:
(B)(4). Date sent: 04/21/2016. (B)(4). The analysis found that one pce60a device was returned with the handles disassembled, with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. A gst60g loaded on the device was received with the one piece sled partially advanced 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, on the third firing of the first stapler, the device came to a "slow stop" during stapling of tissue. The surgeon reversed the knife blade and was able to open the stapler. The surgeon used a competitive product to complete the case. There were no adverse consequences for the patient.